Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06106. It was reported the patient had a headache beginning the day after her scs trial procedure which continued to worsen in the days following from a possible csf leak during the patient's trial surgery. The patient's physician performed a blood patch on (B)(6) 2015 due to the patient's symptoms. The patient was then instructed to continue lying flat and received IV fluids and caffeine. Additional information received identified the patient's headache has reportedly resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.